Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove two mobi-c implants and convert them to a two level acdf after the inferior endplate migrated on the mobi-c implant at level c4-5. This was discovered during the patient's 9 month post-operative follow-up appointment.

Event description:
It was reported that a revision surgery was performed to remove two mobi-c implants and convert them to a two level acdf after the inferior endplate migrated on the mobi-c implant at level c4-5. This was discovered during the patient's 9 month post-operative follow-up appointment.

Manufacturer narrative:
D4 UDI number: (B)(4) or (B)(4). Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned, however the provided x-ray shows the post-op migration. Potential cause root cause was unable to be determined. This event could possibly be attributed to post-op trauma or events, such as the dental work performed close to the 9 month x-rays. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment.